Manufacturer narrative:
The insulin pump passed displacement, excessive no delivery, rewind, basic occlusion and prime tests. Scratched lcd window, cracked display window corners and cracked reservoir tube lip noted.

Event description:
Customer called reporting that she had just swapped out her insulin pump and the new one was doing some strange things. Customer has had three low blood glucose levels, all around the 48 -55 mg/dl range. Last night her blood glucose level went up but went low again. When she was changing out the reservoir, during the prime process insulin was shooting out before it was supposed to. Customer stated she does not feel confident with the device and would like a replacement. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.